Manufacturer narrative:
Corrected date: h6: inaccurate medical device problem code, investigation findings, investigation conclusions and h10 narrative statement were inadvertently included in the follow-up report 1. Correct information has been updated in this report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the lead had migrated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead was explanted and replaced. Surgical intervention resolved the issue.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that the patient's leg was moved in various positions during a medical appointment and patient experienced ineffective therapy. Surgery may occur to address the issue.